Event description:
Information received by medtronic indicated that the insulin pump had a cracked reservoir compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated has damage to the insulin pump and high blood glucose. Insulin pump perform visual inspection and pump received with broken reservoir tube lip, unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip. Insulin pump history download using thds was successful. However, the alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. The alarms are due to the insulin pump not having power for a long period of time. Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked window, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads, stained end cap sticker and stained address/serial number label and insulin pump was confirmed for physical damage broken reservoir tube lip and missing reservoir tube o ring. Insulin pump failed required testing.